Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, the injector of the preloaded extended depth of focus intraocular lens (iol) was defective, causing one of the haptics to be detached. Through follow-up, we learned that the original lens was not inserted in the patient's eye/not implanted. The iol was replaced with another lens with a similar diopter. Account indicated that the 78-year-old female patient did not experience any adverse effects. The procedure was completed without further complications. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: november 3, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint device revealed that the cartridge tip was damaged. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge and lens module, indicating that an excessive amount of ovd may have contributed to the complaint issue. No damage to the plunger rod or handpiece was observed. The lens had a detached haptic and was coated in viscoelastic residue. The lens was cleaned and inspected revealing damage on the edge of the lens. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.